Event description:
It was reported that on (B)(6)-2008 the patient underwent a transforaminal and posterior bilateral lumbar fusion at l3-4, using loca l bone graft and rhbmp-2/acs. Post-op, the patient had initial improvement, but then began experiencing significant pain and burning sensations radiating down both legs, bowel and bladder urgency and frequency, and impotence. The patient underwent a lumbar spine CT which showed excess bone growth and evidence of bone growth encroaching on the neural foramen.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Preoperative diagnosis: mechanical collapse, l3-4 it was reported that the patient underwent, transformaminal lumbar interbody fusion at l3-4, using an anterior cage, local bone, bone matrix and rhbmp-2/acs. Per op notes: ¿the anterior aspect of the disc space after irrigation was packed with bone graft, matrix and rhbmp-2/acs. The cage was packed with morcelized bone and impacted into the disc space. The lateral gutters were packed on the left with a combination of graft, matrix and rhbmp-2/acs and local bone on the right with graft, matrix and local bone only.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.